Manufacturer narrative:
Investigation results: a device history record review was completed by our quality engineer team for provided material number 383552 and lot number 3354914. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. E1. Address information was not provided, therefore, xx was used as a place holder.

Event description:
It was reported that bd insyte autoguard catheter removal resulted in blood/radiation splatter. The following information was provided by the initial reporter: (B)(6) placed a iagbc and direct connected the mz to the hub of the iagbc. That patient went to CT, they did the scan, flushed, and disconnected the tubing. When they removed the IV it filled with blood, and splattered from the catheter end on the equipment and patient. (B)(6) 2024. When the CT technologist removed the IV catheter from the patient¿s vein, blood sprayed from the catheter tip, landing above the patient¿s head, onto the CT table. The patient had a nuclear medicine injection of radioactive material through the IV prior to the CT. A survey of the CT table showed evidence of radiation activity on the table, indicating that there had been an exposure from the radioactive material.